Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device did not pass touchscreen test. The probable cause was fluid ingress from the cleaning products used at the user facility. This device has been identified as part of a product recall. This report represents all the information know by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the touchscreen needs calibrating. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. No additional information was provided.